Event description:
It was reported that this integrated programmer exhibited a frozen screen for five minutes post update. In addition, the integrated programmer was frozen in an attempt to change the clock. Rebooted the integrated programmer and was not able to complete the installation. Additional information received which indicated that the latest software version has been installed. As of this time, this programmer remains in service. No patient involvement.